Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient tested with accu-chek inform ii meter serial number (B)(4). The patient was admitted to the intensive care unit with sepsis and a vasoconstriction condition. A sample was collected from the patient's fingertip and tested on the meter, resulting with a glucose value of 23 mg/dl. Within approximately 10 minutes of this measurement, a venous sample was collected from the patient and tested on the meter, resulting as 109 mg/dl. After approximately 40 to 50 minutes, another sample was collected from the patient's fingertip and tested on the meter, resulting with a glucose value of 34 mg/dl. Within approximately 10 minutes of this measurement, a venous sample was collected from the patient's central line and tested on the meter, resulting as 179 mg/dl. No adverse events were alleged to have occurred with the patient. Quality controls were within acceptable range on the meter. The customer's product was requested for investigation.